Manufacturer narrative:
The actual introcan safety needle with clip involved in the incident was returned to the MFR to be evaluated. The safety clip was located on the shaft of the needle and was not covering the needle tip. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR, b. Braun medical industries.

Event description:
As reported by the user facility: nurse inserted IV catheter, laid the stylet on the bed which rolled off the bed and stuck the nurse in the foot. When the nurse picked up the stylet, noticed that there was no safety clip deployment and the stylet was completely exposed. Add'l info provided by the user facility indicated that protocol bloodwork testing was performed. However, the results are not available at this time and may be kept confidential. He has reported the lot number reported is rep of current inventory and is only a possible lot.